Event description:
It was reproted during the implant procedure that the helix would not work properly. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor blood/body fluid (not obstructed). The helix will not extend due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated.